Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2017 under general anesthesia. According to the complainant, eight minutes into the procedure they observed a warm fluid dripping out of the speculum but the control unit did not display any alarm that would indicate fluid loss. However, when two minutes left into the procedure, the fluid loss alarm was displayed and they decided to stopped the case. The patient sustained a centimeter long burn on the posterior section of the vagina. The burn was then treated with a silvadene cream. An additional attempt has been made to obtain follow up event details with no response from the clinician.